Event description:
It was reported that the patient¿s pump was explanted. The patient¿s baclofen wean was secondary to a poor response to therapy. No patient outcome was provided.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type catheter. (B)(4). Analysis of the pump revealed no anomalies. Analysis of the catheter revealed coring, tears, and/or cuts in the sc connector seal.